Event description:
The customer reported that there was a filament regulator error. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and determined the x-ray tube needed to be replaced, but no conclusion can be drawn as repair info is not available pending customer approval of x-ray tube replacement. This malfunction may have resulted in a possible accidental radiation occurrence.